Event description:
It was reported that the customer was in the hospital with a high blood glucose reading of 467 mg/dl. It was also stated that the customer had a bubble underneath the skin, where the infusion set was inserted. Troubleshooting was not possible as the insulin pump was unable to rewind due to an alarm. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to loose drive support disk. Unable to perform the basic occlusion, occlusion, and excessive no delivery alarm test due to prime fill anomaly. However, unit passed the displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.